Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm cadiere forceps instrument broke and was stuck on trocar. No fragment fell into the patient. The procedure was completed but the device was not used on the patient. Intuitive followed up with the initial reporter and obtained the following additional information: the instrument broke during the procedure and was stuck on the trocar. A picture was sent to the sales rep. No fragment fell off, and no fragment fell into the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The procedure was completed with a back-up instrument of the same kind.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken main tube approximately 41.02 mm from the distal tip. The main tube is broken, and there may be missing pieces, but the size of the missing pieces cannot be confirmed. Components adjacent to this broken main tube do not show damage. Additionally, the instrument was found to have a dislodged proximal clevis at the distal end near the main tube. The proximal clevis became dislodged due to the broken main tube. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This issue can be resolved by using an alternate instrument to complete the procedure.